Event description:
It was reported that the patient presented during implant procedure. During procedure, the helix of the implanted lead failed to extend. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood and tissue. X-ray examination found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood and tissue.